Manufacturer narrative:
A review of the manufacturing device history record indicates the implants were manufactured to specification. Devices were not returned for evaluation.

Event description:
Revision of a total hip arthroplasty, due to disassociation of locking ring from liner.